Event description:
It was reported by a company representative that a vns patient experienced voice alteration and aspiration due to unknown reason. The patient was referred to an ent and at the moment are pending results from evaluation. Moreover, information from the treating neurologist indicated the generator was off at the time of the events. The patient had little dysphonia which has disappeared. Corticosteroid therapy was started and the voice had almost normalized. Aspiration was found by ent physician and a reported swallowing difficulty was present pre-vns.